Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to migration of the housing from its intended position. After repositioning surgery the hearing performance worsened and the device was explanted. However device investigation did not reveal any device defect or damage, which would explain the reported decrease in hearing benefit. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The device had reportedly migrated from its intended position and the user hearing performance with the device was affected after a reposition surgery. The device was repositioned but user was eventually reimplanted on (B)(6) 2024 due to hearing performance issues.

Event description:
The device had reportedly migrated from its intended position and the user hearing performance with the device was affected after a reposition surgery. The device was repositioned but user was eventually reimplanted on (B)(6) 2024 due to hearing performance issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.